Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report the insulin pump alarmed for button error. Blood glucose reading at the time was 200 mg/dl. Customer unsure whether the insulin pump was exposed to moisture. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No moisture damage found inside the device. The unit passed the displacement test, operating currents, self test and off no power test. No blank display noted. The device also was received with minor scratched display window, cracked case display window corner, cracked reservoir tube lip, and cracked lcd window.